Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: reportedly, the behaviour could be caused by the pressure setting control being set to "0." Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a centrifugal pump system cp5 which could not guarantee the proper flow; when the device speed rotation was increased, the volume would only reach 1000ml, and the disposable pump could not run. The event occurred during procedure. There was no patient injury.